Event description:
Customer reported that during testing the device overheated. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed corroded bearings and insufficient lubrication around the bearings.